Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant c-reactive protein IV on a cobas c 503 analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in a crp value of 0.109 mg/dl with a data flag and it repeated as 5.89 mg/dl with a data flag. The repeat value was deemed to be correct.